Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed. Based on the analysis, the alleged battery issue could not be verified.

Event description:
It was reported that the battery gauge was fluctuating resulting in a pump shutdown. Additionally, it was reported that an unspecified malfunction occurred. Customer's blood glucose was 240 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.